Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg 300s mg/dl) and a bolus was delivered to address bg. Customer alleged something was "wrong with the cartridge". During pump supply change cartridge was "unusually stuck on the pump". A new cartridge and insulin set were loaded and insulin delivery was resumed. At the time of the report, customer's bg was 158 mg/dl.